Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted. The device was also received with minor scratched display window, a cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and a cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and the buttons stopped responding. Customer's blood glucose was 322 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.